Event description:
It was reported that the pump declared an altitude alarm 21, which resulted in the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove obstructions from the pump¿s speaker holes, clean them, and reattach the cartridge. After waiting, the customer successfully resumed insulin delivery, and the alarm did not recur. The pump returned to normal operation, and preventive tips were provided to the customer.